Event description:
The manufacturer received information alleging service required alarm during operation, an error code related to the oxygen blending module recorded. There was no harm or injury reported. Err_obm_accy_urgent_service means this is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging service required alarm during operation, an error code related to the oxygen blending module recorded. There was no harm or injury reported. Err_obm_accy_urgent_service means this is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.